Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. It was reported upon insertion of the trocar, the aorta was punctured. Pt was opened immediately and repair done by a vascular surgeon. Pt currently in intensive care unit, rec'd at least 6 units of blood. No other details are available at this time. Additional info: md was asked if the incident evolved around the initial insertion site; md stated, "yes"; md was then asked if he could further reiterate the problem that he encountered with the trocar; md stated, "I'm sure that you are doing what you need to do, but I'm not going to talk to you or anybody about this case"; md further state, " the guy's doing fine...I just discharged him from the hosp today"; this writer thanked him for his time; md ended the conversation via hanging up the telephone receiver.